Event description:
It was reported that one part of the item got dislodged from its body. As such, all the product's components were taken out and replaced with a new unit of the same item code. There is no known surgical consequence from this incident as it was discovered and recovered in time.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.